Event description:
A surgeon reports a pt complained of halos around lights and double vision when reading. Symptoms affected her right eye following bilateral intraocular lens implant surgeries. A lens exchange was performed for the right eye with a different lens model implanted. The surgeon reports the pt is doing fine following the exchange and symptoms have resolved.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. A completed questionnaire was rec'd from the surgeon on 3/6/07 to report this event. Add'l info concerning the pt's status following the lens exchange was provided during phone f/u on 3/20/07.